Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was scheduled to be changed out, for what is presumed to be due to elective replacement indicator (eri). This device has been in service for approximately two years. A guidant technical services (ts) consultant answered questions concerning the longevity of this device, and requested the device be returned for analysis upon explant. No patient symptoms were reported.